Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. The lesion being treated was located in the circumflex (cx) artery. One of the struts on the distal portion of the 2.50x16mm taxus express2 drug eluting stent was found raised. The procedure was completed with another taxus express2 drug eluting stent. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.